Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible issue has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not returned for evaluation. When the investigation has been completed, a supplemental report will be submitted. The instructions for use states the following related to limb ischemia: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an impella cp was implanted in a 65 year-old male with acute myocardial infarction/cardiogenic shock. The complainant reported that a 14fr sheath was used in the femoral artery for delivery of the impella cp. The limb became ischemic with the need for an external fem-fem bypass to perfuse the limb. The pump remained on for 5 days until it was successfully weaned and explanted. No additional information was provided.